Event description:
It was reported that loss of capture and oversensing resulting in inappropriate therapy was noted on the right ventricular (rv) lead due to dislodgement of the rv lead. The dislodgement was suspected to be due to patient anatomy. The device was reprogrammed to inactivate the rv lead. A revision procedure was performed, however, when repositioning the rv lead, the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, oversensing, failure to capture, inappropriate shock, and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. The reported events of oversensing and failure to capture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.